Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 100-110mg/dl fasting. Verified the strips expired 7/31/2018. Customer confirms the strips have been stored in the bathroom and were first opened 10/26/2015. Customer performed a back to back blood test and obtained 186mg/dl and 185mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:193,198,131. Customer calling stating her meter is reading different from her other meter (customer did not specified what type of meter), but also that the readings are high result for what she used to have. Adverse event not reported.